Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that both balloons could not be inflated and eventually burst. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event.